Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi mode. Due to battery status further troubleshooting could not be performed. The device was explanted and replaced successfully.